Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 11:26:07. During night drain cycle one, the patient's ultrafiltration reading was 716ml, indicating the home patient drained 716ml more than their maximum programmed fill volume of 200ml. Subsequently, a high drain 101 alarm was noted in the alarm log 11:46:46. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The homechoice (hc) device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.